Event description:
Related MFR report number: 2017865-2023-40958. Additional information received notes that physician elected to explant and replace the atrial lead. During the procedure, it was noted that the right ventricular (rv) lead had a insulation breach. The physician elected to explant and replace the rv lead. The patient condition was stable after the procedure.

Event description:
It was reported, that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead, resulting in inappropriate mode switch episodes and pacing inhibition. The patient was symptomatic. No changes or intervention was reported. The patient condition was stable.